Event description:
It was reported that the patient had presented remotely via merlin.net. Transmissions showed that the pacemaker and the right ventricular lead had exhibited an impedance problem. No intervention was performed. The patient was in stable condition and would be further monitored.

Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been " it was reported that the patient had presented remotely via merlin.net. Transmissions showed that the right ventricular lead had exhibited low pacing impedance. No intervention was performed. The patient was in stable condition and would be further monitored.", rather than "it was reported that the patient had presented remotely via merlin.net. Transmissions showed that the pacemaker and the right ventricular lead had exhibited an impedance problem. No intervention was performed. The patient was in stable condition and would be further monitored." The correct medical device problem code in section b6 should have been "low impedance", rather than "impedance problem". The section h10 should not not have been entered with report number 2017865-2025-99976.

Event description:
It was reported that the patient had presented remotely via merlin.net. Transmissions showed that the right ventricular lead had exhibited low pacing impedance. No intervention was performed. The patient was in stable condition and would be further monitored.